Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the twinfix broke. All the pieces were removed by tweezers. The procedure was completed with a s+n back up device in the same bone hole. There was no void left in the patient. There was a non-significant surgical delay and no further complications were reported. The site was cleared of all debris prior to insertion of the anchor. The patient status is good.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and some suture material were returned. The anchor is fractured completely at the suture window and the prongs at the distal end of the insertion device are fractured away. There is debris on all returned items. A review of the customer provided image finds the complaint device with the fractured anchor present and suture material wrapped around the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.